Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of out of range shock impedance is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and non-boston scientific right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). The device remains implanted. No adverse patient effects were reported.